Event description:
The biomedical engineer (bme) reported this zm transmitter was dropping out and not providing ECG readings. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported this zm transmitter was dropping out and not providing ECG readings. They could only get it to light up if they pressed the lead block. The bme was informed it was in patient use when it occurred, and they verified the issue on a simulator. No reports of patient harm. Investigation summary: the reported issue could not be duplicated. Therefore, the definitive root cause of the reported issue could not be determined. However, corrosion was observed and a sticky residue was found on the ECG socket, which likely contributed to the reported issue. All affected components have been replaced to ensure safety. No further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the transmitter: cns: model #: pu-621r. Serial #: (B)(6). Device manufacturer data: 01/12/2017 (january). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na org: model #: org-9110a. Serial #: (B)(6). Device manufacturer data: 02/09/2017 (february). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported this zm transmitter was dropping out and not providing ECG readings. They could only get it to light up if they pressed the lead block. The bme was informed it was in patient use when it occurred, and they verified the issue on a simulator. No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the transmitter: cns: model #: pu-621r serial #: (B)(6) device manufacturer data: 01/12/2017 (january) unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Org: model #: org-9110a serial #: (B)(6) device manufacturer data: 02/09/2017 (february) unique identifier (UDI) #: (B)(4) returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported this zm transmitter was dropping out and not providing ECG readings. No patient harm was reported.